Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was isolated to the electrode belt ECG c&d cable¿s lead-1 and lead-2 wires being broken, causing ECG c and ECG d to not recognize during falloff testing. The root cause for broken wires was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.